Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 550 mg/dl. The customer did not mention any form of treatment for the high blood glucose. The customer was hospitalized, but the customer did not want to provide any information about the hospitalization. The customer stated that they had a bent cannula. The customer was sent replacement sets. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.